Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter would not turn on. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 4 or 5 a.m., on (B)(6) 2016. The patient advised that she does not take any medication to manage her diabetes. The patient reported that an unknown time prior to attempting to test her blood glucose with the subject meter, she developed symptoms of feeling shaky. The patient advised that she then attended the emergency room where she was treated with IV insulin by a health care professional. Upon arrival at the ER, the patients blood glucose was reportedly measured at over 500 mg/dl on the ER device at the time of troubleshooting, the csr noted that the meter was being used for the first time and there was no misuse of the product. The csr established that the patient was using the correct test strips but the meter would not power on when a test strip was inserted per owners manual or when the power button was pressed. Based on the information provided, the meters battery did not need to be replaced. The issue could not be resolved with training. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs criteria for a serious injury reportable adverse event after the alleged product issue began.